Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and insulin was squirting out during manual prime process. The customer's blood glucose value was 163 mg/dl. Customer stated insulin continued to drip after motor stopped during the manual prime process. Customer stated they were unable to exit the preparing to prime loop. Customer stated the rewind message occurred after an alarm or alert. Customer stated they were stuck in rewind complete or bolus delivery loop. Customer stated occasionally she dropped the insulin pump but it worked before. Drive support cap appeared normal. The device will be returned for analysis.